Manufacturer narrative:
Updated fileds: b4, b5, g3, g6, h2, h6, h11. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2023. Around (B)(6) 2026, the patient was hospitalized due to low blood pressure. The patient believed that their low blood pressure was being caused by barostim. It was noted that the patient had not seen by their physician since moving to a nursing home and the nursing home was in charge of their care and unfamiliar with barostim. It was also noted that the patient was due for a battery change which was scheduled for (B)(6) 2026. As of (B)(6) 2026, the patient had not had their battery change and was admitted to the hospital for respiratory failure. It was noted that the patient was non-compliant with their medication and medical care and per the surgeon the patient was being evaluated for hospice.

Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, the root cause of the event was not stated by the physician. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2023. Around (B)(6) 2026, the patient was hospitalized due to low blood pressure. The patient believed that their low blood pressure was being caused by barostim. It was noted that the patient had not seen by their physician since moving to a nursing home and the nursing home was in charge of their care and unfamiliar with barostim. It was also noted that the patient was due for a battery change which was scheduled for (B)(6) 2026.